Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade iii. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, g2, h6.

Event description:
Patient reported, left side capsular contracture, baker grade iii. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold. Cloudy and voids were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.